Event description:
A report was received from the surgery center that a patient's intraocular lens (iol) was removed and replaced without complication 1 month after initial implant. Reason stated was improper iol power initially implanted.

Manufacturer narrative:
The explanted intraocular lens was received and is currently undergoing analysis at the manufacturing site. The lens met all specifications prior to release. The implanted lens was exchanged for a one diopter lower power iol of the same model. Our investigation to date suggests this event was not caused by the lens. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned intraocular lens (iol) was measured for diopter and is correct as labeled. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All known information is included in this report.